Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed due to sensor wire is attached to wearable. The allegation was not confirmed. The probable cause could not be determined.